Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. Blood glucose reading was 477 mg/dl. Customers blood ketones was 7.5 mmol/l. The customer was treated with double correction via injection. Customer mother stated that not much water was consumed. Auto mode feature was off at the time of high blood glucose event. The insulin pump will not be returned for analysis.